Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was worn for less than one hour.

Manufacturer narrative:
The data presented an 0xd7 alarm before the initiation of second prime, indicating power was lost to the device after it reached a critical alarm state. The battery voltages of the rear and middle batteries were fully depleted, and the voltage for the top battery was much lower than expected. The shelf-mode current surpassed specifications. This high current resulted in the depletion of the batteries, resulting in the device not being able to complete the priming sequence, ultimately resulting in the cannula's failure to deploy. The cause of the high shelf mode current could not be determined.